Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that approximately seven days after it was inserted customer noticed ¿redness and a lump that was painful¿ at the insertion site. After removing the sensor, customer attempted to clean the site with betadine and applied a sterile dressing, but then noticed ¿something that at first I thought was a bee sting, sticking out of it.¿ customer then realized it was ¿the needle-like thing that is part of the sensor that must have broken off when it was removed¿. Customer removed it with tweezers and then self-presented to a hospital on (B)(6) 2018 where he was diagnosed with an infection and treated with clindamycin (an antibiotic). He further noted the antibiotic caused an allergic reaction and ¿very bad heart burn¿ which made him ¿unable to eat or breathe properly without extreme pain¿. Customer noted he was administered an unspecified ¿drip¿ to treat this issue. Customer also noted the healthcare provider suggested he may need ¿a small operation to check that no other part is still lodged inside¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that approximately seven days after it was inserted customer noticed ¿redness and a lump that was painful¿ at the insertion site. After removing the sensor, customer attempted to clean the site with betadine and applied a sterile dressing, but then noticed ¿something that at first I thought was a bee sting, sticking out of it.¿ customer then realized it was ¿the needle-like thing that is part of the sensor that must have broken off when it was removed¿. Customer removed it with tweezers and then self-presented to a hospital on april 21, 2018 where he was diagnosed with an infection and treated with clindamycin (an antibiotic). He further noted the antibiotic caused an allergic reaction and ¿very bad heart burn¿ which made him ¿unable to eat or breathe properly without extreme pain¿. Customer noted he was administered an unspecified ¿drip¿ to treat this issue. Customer also noted the healthcare provider suggested he may need ¿a small operation to check that no other part is still lodged inside¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.